Manufacturer narrative:
Zimmer biomet (B)(4). Date of event unknown / not provided. Lot/serial # unknown / not provided. Device expiration date unknown / not provided. Device UDI number unknown / not provided. Implant date unknown / not provided. Explant date unknown / not provided. Email unknown / not provided. Device manufacturer date unknown / not provided.

Event description:
It was reported that abutment screw fractured at tooth location 19. Crown on implant remade last year. Now abutment screw fractured and advanced bone loss around the implant non salvageable. The fractured screw and bone loss was discovered at the same time.

Manufacturer narrative:
A certain® gold-tite® hexed screw (iunihg) and nanotite tm certain® prevail® implant 4/5/4 x 10mm (niios4510) were returned for investigation, see attached images a149 ¿ a151 in the complaint. Visual evaluation of the as returned product identified worn markings due to usage, bone residue around the threads and a fractured screw stuck in the implant. Pre-existing conditions noted on the per are smoker/tobacco use and limited opening (of the mouth). The reported device was located on tooth # 19 and length of use is unknown. Pictures or x-ray images were not provided. Appropriate documentation was reviewed. DHR review and complaint history review could not be performed for iunihg, as the lot number associated with the reported product is not available. Zimmer biomet quality management system (qms) has controls in place to ensure the distribution of conforming product within specifications. DHR review was completed for the subject lot number (886651). It was confirmed that all operations and inspections were executed as per applicable procedure. No deviations or non-conformances, which could have caused or contributed to the reported event was noted as part of the DHR. Lot was inspected and passed all acceptance criteria by qa. Sterilization record (op140) was reviewed and verified to have passed all sterilization activities with no issues or nonconformities identified. Based on the available information, device malfunction did occur for iunihg and the reported screw fracture was confirmed.

Event description:
No further event information available at the time of this report.